Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) could not be monitored on the cns (central nurse's station). The customer was sent a loaner until his unit was sent in and repaired. However, the customer said he repaired the bsm on his own and sent the loaner back. The customer requested that we close the case. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
The customer reported that the bsm (bedside monitor) could not be monitored on the cns (central nurse's station). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) could not be monitored on the cns (central nurse's station).